Event description:
The customer reported the ventilator had an oxygen flow failure during operation. Upon evaluation and initial testing, the manufacturer's service technician reported the unit would indicate that oxygen was not connected when there was an oxygen hose connected to an oxygen source. The service technician checked the oxygen hose and reported it was kinked. The service technician replaced the oxygen hose and repeat testing passed. The customer reported no patient harm. If the ventilator is operating and no air flow is detected, and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Performance verification testing was completed and tests passed to operating specifications.